Event description:
It was reported that (1) device was used during a cardio thoracic procedure. It was reported by the rep that the mcs20 clip applier misfired. Only info provided to the rep. There was no consequence to the pt.